Event description:
During a routine follow-up interrogation the rv & svc continuity test result was open. The rv pacing impedance was >3000 ohms. The test was repeated several times with the same results. During the re-intervention, the biotronik lead was removed from this ICD and tested with a psa which showed the same results. Therefore, the lead was removed and a new lead was implanted. This ICD remains implanted.

Manufacturer narrative:
(Other): open results on rv & svc continuity tests. The biotronik lead was replaced during re-intervention. This ICD remains implanted. A response from the MFR is pending.